Event description:
It was reported that the patient presented to the emergency room with palpitations. Upon investigation the right ventricular lead was dislodged. The physician suspected that the patient had twiddler's syndrome. No other anomalies were reported. The lead was explanted and replaced. The patient was stable before, during and after the procedure.